Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The cannula did not deploy into the skin during the activation process. The pink slide was reported to have moved forward; however, the cannula was not visible upon pod removal. Blood glucose levels reach 22 mmol/l. Details regarding treatment were not reported.